Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone that she was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer reported they do not have a backup plan available. Customer was admitted to the hospital and treated with IV fluid and several shots on insulin. The customer insulin pump ran out of insulin. The customer did not want to complete the troubleshooting and hang up.